Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Episodes of emi oversensing confirmed leading to trigger of lead integrity alert (lia) criteria.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was oversensing electromagnetic interference (emi) from the patient's other implanted cardiac device which falsely triggered a lead integrity alert (lia). There was variation in impedance, far field r-wave (ffrw) oversensing, and artifact due to the oversensing of emi. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.